Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02446. It was reported that multiple non-sustained rv oversensing episodes due to post-paced t wave oversensing were noted on a remote transmission. Additionally, the right atrial channel appears to have some far field signal during pacing causing false auto mode switch episodes. Programming changes were discussed and will be made when the patient presents to the clinic.